Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer treated with a manual injection and by bolus. Customer's blood glucose value was 267 mg/dl at the time of the call. Troubleshooting was performed and found that the cannula was bent. Advised customer to change their quick set. The product was returned for analysis.